Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a primary right bhr resurfacing system was implanted on (B)(6) 2011, the patient underwent a 2-step revision surgery of the right hip due mechanical loosening of the acetabular component. The femoral head appeared to be well fixed. On (B)(6) 2015, the primary components were explanted, and antibiotic spacers were implanted. On (B)(6) 2016, the antibiotic spacers were extracted and replaced with a tha from a competitor¿s company. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: it was reported that a right hip two-stage revision surgery was performed due to mechanical loosening of the acetabular component. As of today, the implanted device used in treatment has not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup, and this will continue to be monitored. As no device batch number was provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure mode and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Although it was noted that the cloudy fluid could be consistent with an infection the deep cultures the microbiology results did state no growth on cultures. There was no clinical documentation that supported a metal on metal adverse reaction other than the reported fluid appearance. Based on the information provided, the clinical root cause of the reported mechanical loosening of the acetabular component and intraoperative findings of cloudy fluid and greenish-tinged tissue cannot be confirmed. It cannot be concluded that the reported clinical findings are associated with the malperformance of the implant. The impact to the patient beyond the pain, two-stage revision surgeries, and subsequent hip joint aspirations cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.